Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, pushwire returned without implant coil attached to the pushwire. Instant detacher returned for investigation. As reported implant coil successfully placed into aneurysm. The proximal end of the pusher found to be broken along with the actuator interface (ai), coupler tube and positive load indicator missing from the pusher. The pushwire was intact distal to the break indicator at the manual detachment location. Kinks and bends were found along the length of the pushwire from the proximal end. The coin was not present and missing from the lumen stop. The shield coil appeared to be present and intact. Based on the device returned analysis and reported information, we were unable to determine the cause of non-detachment. In addition, no defects found with the returned instant detacher. The instant detacher was successfully detached an in-house axium coil without issues. The pusher was bent at several locations; indicative of high tortuosity. Since the ai, coupler tube, positive load indicator and implant coil were not returned. Therefore, any contribution of the ai, coupler tube, positive load indicator and implant coil to the issues could not be determined. Per the axium prime detachable coil and axium i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU. Damaged implant delivery p usher and/or coils may affect coil delivery to, and stability inside, the vessel or aneurysm, possibly resulting in coil mig ration or stretching.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium framing coil was returned; evaluation is currently in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil was attempted to be detached with the instant detacher. However, when the user pulling the wire out of the instant detacher, it felt as if the pusher wire was stuck, and the wire could not be pulled out smoothly. It was attempted to pull out the pusher wire again, but it was found that the release wire came out from the end most part. It was soon realized that the coil did not detach, and the coil had spontaneously detached in the middle of the catheter. The coil was then pushed back into the aneurysm with a guide wire. The coil was placed in the patient. No patient injury occurred.